Manufacturer narrative:
Product analysis # (B)(4). Equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex braid was returned stuck within catheter hub. Damage location details: the distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from catheter hub. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, the pipeline flex could not be confirmed to have resistance as the pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. No defect was found with phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure to treat an unruptured, saccular aneurysm located in the ophthalmic artery segment with a maximum diameter of 3.2 mm and a neck diameter of 3.4 mm, a pipeline embolization device was used. The landing zone measured 3.77 mm distally (with a maximum vessel diameter near the distal anchor point of 5.11 mm) and proximally 4.16 mm (the diameter of the vessel proximal to the aneurysm was 5.62 mm). The device tip failed to open on two occasions after being delivered to the designated position within the phenom 27 microcatheter. Despite attempts to retract and redeploy the device, the tip remained closed. During the withdrawal process, the stent became stuck in the middle of the microcatheter and could not be moved. Dual antiplatelet treatment was administered, and postoperative angiography was satisfactory. The device was eventually withdrawn along with the microcatheter and replaced. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Vessel tortuosity was minimal. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the cause of the failure to open/resistance was not determined, it was not opened since the beginning. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline had not been placed in a vessel bend when it failed to open, it was opened in the straight section of the blood vessel. There were no additional steps or other devices attempted to open the pipeline.